Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was stuck on black screen in the middle of transaction. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was stuck in black screen. A field service engineer (fse) found that the auxiliary cabinet had no drawers connected, which resulted in the station not powering on. The fse replaced the auxiliary interface board and the pyxibus cable for the drawer. Once everything was connected, the station was able to power on successfully. All auxiliary drawers were tested using the hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.